Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor siltex round moderate profile 325cc breast implant, catalog number 3542650, serial number (B)(4), lot number 6818926. Note: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with saline mentor siltex round moderate profile 325cc breast implants and experienced deflation on the left breast implant. No trauma. Patient felt pain. Patient also mentioned that the right side looks deformed. As a result, the patient had undergone explantation on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient experienced capsular contracture on the left breast implant. The patient has a history of pectus excavatum defect. The patient tolerated procedure well. The replacement devices were gel mentor moderate plus profile 350ml breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/8/2018, it was reported to mentor that the device history record (DHR) for the lot number 6846623 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).